Event description:
We received an email from that patient stating: "I had cataracts removed in november and the toric lens was recommended since I also had astigmatism. My vision is not as good now as it was before the surgery. A feel as if something floats by in the left eye and I have also had my glasses changed twice since the surgery. I was also told that I probably would not need glasses. I do not understand why I have a gap or blurr in my vision from the upper part of the lens to the bifocal. I could actually see better before the surgery that I can now." Further information was requested but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted.